Event description:
The customer reported via phone call that the insulin pump got wet in the rain and it alarmed button error. Blood glucose value was 99 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device was received with cracked case at display window corners, display window, belt clip slot, reservoir tube lip and minor scratched lcd window.